Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) issue has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure was confirmed in the data logs; however, the failure was unable to be reproduced during testing. The cause of the issue was not determined since the issue could not be reproduced.

Event description:
The complainant had impella 5.5 support ongoing when the automated impella controller (aic) was found to be exhibiting a yellow alarm for placement signal and lv signal. Support remained ongoing despite the aic alarming. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.